Event description:
It was reported that this left ventricular (lv) lead got perforated during the implant procedure of the other lead. The patient was checked after implant and the physician believes that there is no major clinical problem and no risk of cardiac tamponade or other serious adverse health effects. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental was created to capture the correction on a tab patient's information and d6a implant date.

Event description:
It was reported that this left ventricular (lv) lead got perforated during the implant procedure of the other lead. The patient was checked after implant and the physician believes that there is no major clinical problem and no risk of cardiac tamponade or other serious adverse health effects. This lead remains in service. No additional adverse patient effects were reported.